Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side device rupture with the presence of silicone in the pocket confirmed during surgery. The device has been explanted and replaced and replaced with another manufacturer's device.

Manufacturer narrative:
Upon receipt of updated device information, the device in question has been confirmed as not PMA approved and this report is no longer considered reportable to the FDA.

Event description:
Upon receipt of updated device information, the device in question has been confirmed as not PMA approved and this report is no longer considered reportable to the FDA.